Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer reported that insulin pump may have been exposed to water while out working in yard. Customer's blood glucose was 171 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.